Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 20170022, expiration date 07/31/2010). (B) (6).

Event description:
Caller states patient tested 4.5 inr on coaguchek xs system 1 and 2.2 inr on coaguchek xs system 2. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.